Manufacturer narrative:
Although the used device has been returned to navilyst medical, the device evaluation is still being conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, the pt had a navilyst medical vaxcel pasv port originally placed on (B)(6), 2010. While at her oncologist's office, the port was injected and leakage was noted due to a fracture of the catheter. The port and attached catheter were removed on (B)(6), 2012 and the remainder of the catheter was successfully removed during a surgical procedure on (B)(6), 2012. Per the complaint reporter, no pt complications occurred as a result of the procedures. The used device has been returned to navilyst medical for evaluation.